Manufacturer narrative:
Specific device not identified.

Event description:
Log. The customer reported an epiq elite ultrasound system demonstrated a deep vein thrombosis (dvt) involving he left jugular vein. There was a follow up on a different ultrasound system which proved the misdiagnosis. No patient or user was harmed as a result of the issue. An investigation is underway to determine the root cause of the issue. A follow up report will be provided upon investigation completion.

Manufacturer narrative:
The manufacturer previously reported the epiq elite ultrasound system demonstrated a deep vein thrombosis (dvt) involving he left jugular vein. There was a follow up on a different ultrasound system which proved the misdiagnosis. No patient or user was harmed as a result of the issue. Multiple attempts to have additional information, images, and type of probe used were unsuccessful. The manufacturer believes they will be unable to gather any further information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.